Manufacturer narrative:
The approximate age of the device is 1 year and 5 months. No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the system controller was becoming hot at night. Reportedly, the vad coordinator did not know if the patient was keeping it outside the blankets. Technical services reviewed the log files and did not observe any unusual events. They recommended making sure that the patient did not cover the controller with blankets.

Manufacturer narrative:
Manufacturer's investigation conclusions: the reported event of the controller becoming hot could not be confirmed through this evaluation. The account submitted a log file for review. The pump remained above the low-speed limit and appeared to be functioning as intended. Multiple attempts for additional information regarding serial number were sent to the customer and no further detail was provided. Similar incidents related to system controllers becoming hot to the touch have been identified and a CAPA has been initiated to address the issue. No further information was provided. The patient remains ongoing with the device. The manufacturer is closing the file on this event.